Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported sensor reading of 89 mg/dl against reader's built-in meter result of 39 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer lost consciousness and was taken to hospital for treatment. However, no further details were able to be obtained. There was no report of death or permanent injury associated with this event.